Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. Visual inspection found a bad fuse. The illuminator was installed and tested on an in-house test system and failed to power on with errors 297 and 48238. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the illuminator lamp turned off. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported all the leds on the illuminator were off and the illuminator would not turn back on. The surgeon made the decision to complete the procedure using an external illuminator. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. A isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure and verified error code 297 indicating an illuminator communication fault. The tfs found a blown fuse and replaced the illuminator to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.